Manufacturer narrative:
During zoll service functional testing of the returned device, the autopulse platform displayed user advisory ua41 (patient temperature sensor failure), au17 (max motor on time exceeded during active operation) and ua02 (compression tracking error) error messages. The drive train motor was found to be defective. Upon quote approval, the drive train motor would be replaced to remedy these issues. During visual inspection, there was no physical damage observed on the returned autopulse platform system. The li-ion battery was inserted in the autopulse platform and removed without any issues. Evaluation of the returned battery found a damaged connector as the cause for the reported difficulty in removal. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
It was initially reported that the autopulse li-ion battery could not ejected from the autopulse platform resuscitation system ((B)(4)). No patient involvement. During zoll service functional testing functional test, autopulse platform displayed user advisory ua41 (patient temperature sensor failure), au17 (max motor on time exceeded during active operation) and ua02 (compression tracking error) error messages.